Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll technical service provided a quote to the end user for a field service engineer (fse) to go to the customer site for a device evaluation. At this time, a response has not been provided from the customer regarding the device evaluation; therefore, root cause cannot be determined.

Event description:
It was reported that during use on a patient (age & gender unknown), the devices low battery light was on and the unit shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.